Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of the lead, it was noted that the left ventricular (lv) lead was not capturing at high outputs. A chest x-ray revealed that the lv lead had dislodged and the lead had pulled back into the coronary sinus. The physician decided to do a lead revision procedure. The lv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Additional information - h6- investigation/ conclusion codes.